Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. At an unknown time post-op, it was reported that the "patient suffered from a staphylococcus aureus infection and passed away in october. Infection was diagnosed after surgery and no type of treatment or intervention was noted. The last procedure the patient underwent was vertebroplasty in (B)(6) 2013, the surgeon injected cement into the vertebra and the cement stayed in the body". No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Date of death cannot be confirmed. Date is unknown.